Event description:
Medtronic received information via literature regarding two patients with previously implanted freestyle bioprostheses. No unique device identifier numbers were provided. Patient 2: an (B)(6) with a freestyle root bioprosthesis showing signs of progressive valvular degeneration due to prolapse of neo-left coronary cusp resulting in severe regurgitation. In a surgical intervention, a non-medtronic self-expandable valve was successfully placed inside the freestyle as valve-in-valve implant. Post-procedural assessment found no regurgitation and normal transvalvular gradients. At one month follow-up the patient was doing well. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: geyer et al. Novel transfemoral tavr system to treat aortic regurgitation in degenerated surgical aortic valve replacement even in unfavorable anatomy. Jacc cardiovasc interv. 2022 jun 13;15(11):e135-e136. Doi: 10.1016/j.jcin.2022.02.043. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that patient 2 was male, weighed 100 kg, and had received a 27-mm freestyle bioprosthesis which remained implanted. No unique device identifier numbers were provided.